Event description:
It was reported that after a surgical procedure, a broken bur was in the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that after a surgical procedure, a broken bur was in the attachment. The procedure was completed successfully without a delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.